Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to hyperglycemia, with blood glucose levels too high for the glucose meter to read. The customer stated that she was experiencing heart failure and vomiting. Troubleshooting was performed, and the insulin pump programming was not correct. Advised the customer that the insulin pump would be replaced. Nothing further was reported.